Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Axle support, incomplete cycle the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 1/2 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Additional information requested and received: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, when trying to open after firing.

Event description:
It was reported that during a gastric bypass procedure, the device failed. They heard a noise and the system broke; the two triggers come together when the surgeon open the device after the sixth firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.